Event description:
When using the conmed disposable pencil and blade during emergency laparotomy, the dr was concerned when operating the pencil. The cut and coag buttons had been transposed. There was no injury.